Event description:
It was reported that the customer went to the emergency room and was subsequently hospitalized with a blood glucose level of 951 mg/dl. The customer attempted to manage the condition by bolusing via the pump, which was found to have a leaking cartridge. Treatment in the hospital involved intravenous fluids of saline and insulin, and potassium, which resolved the issue. The customer was released a few days later with issue resolved and no permanent damage identified.